Manufacturer narrative:
H10: the customer declined service and repair, and there has not been any work scheduled to correct the reported issue. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/14/2023, 08/17/2023 and 08/21/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H11: correction to b5 of initial report: a philips authorized service provider (asp) confirmed the device failed air flow accuracy testing during a preventative maintenance service evaluation. Upon further review of the information provided, the report of the device failing air flow accuracy testing is not a reportable event. There was no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury, therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60, indicating that the flow is out of range and the device needs a new flow sensor or gas delivery system (gds). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A proposal has been sent to the customer for a flow sensor assembly. The customer has opted not to pay for the gds and wait for the flow sensor assembly to be back in stock.